Event description:
It was reported that during a da vinci colon resection procedure, a blade was exposed fault was identified. No missing for fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blade was dislodged at the base of the garage track. Failure analysis investigation also found the instrument's snake wrist to be dislodged. No pieces were noted to be missing. The instrument was placed on system however it would not advance through the cannula due to the dislodged snake wrist. Functional test was not possible. No other damage was found.